Event description:
The consumer states the chair is very jerky and the joystick doesn't always do what it is supposed to do. She also states the chair is not steering well. She states the chair ran her into a wall and took a nick out of the drywall.